Event description:
The customer reported to baxter an epidural spike pump set that was involved in a no flow. According to the report, the set being used with an unknown pump that was getting a tubing error. This alarm delayed the patient therapy for 45 minutes. The tubing was replaced and the infusion was re-started. The patient was being treated with an unknown medication. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. A sample is available. No additional information was provided.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination revealed damage to the pin pump segment activator. The sample then failed to pass functional testing. A batch review could not be performed as the lot number was not provided by the customer. After reviewing the results of the evaluations, it was found that the condition of no flow / restricted flow was confirmed in the sample and was caused by the bent pin actuator. Baxter has conducted a trend review and found a similar report has been received for the reported problem. The root cause investigation is in progress.